Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported multiple concerns with the infusion sets. He has experienced elevated blood glucose in the 300 mg/dl range and blood at the infusion sites. The infusion sites have been painful and swollen despite trying alternate site locations. The infusion tubing has separated and tore in the middle when the tubing gets caught or snagged on something. Blood glucose elevates approximately 8 hours after the infusion needle is inserted. Normal blood glucose is 100-160 mg/dl, and patient corrects hyperglycemia by delivering insulin through the infusion device. Alleged infusion sets were discarded and will not be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Patient was sent a different type of infusion set as a replacement.